Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad trace. No button error alarm noted during testing. No ramping numbers on their own or scrolling bar moving anomaly noted. The device functioned properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The device was also received with cracked lcd window at bottom left and right side corners, cracked case near display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose value was 318 mg/dl. Troubleshooting was not able to resolve the issue. The customer also reported she experienced low blood glucose and over corrected. Blood glucose level at the time if the incident is unknown. The device was returned for analysis.